Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No display anomaly noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and stained address/serial number label.

Event description:
Customer reported that the insulin pump gave her multiple motor error alarms on the insulin pump during bolus and the devise shut off. Customer stated that they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 213 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.